Manufacturer narrative:
This medwatch is being filed in an abundance of caution. There was no indication of patient involvement with this incident. The photo provided shows the bent leg does not make contact with the ground, which would result in instability of the lift. It is unclear if the bent leg resulted from a device malfunction or use error/physical damage. Attempts were made to try and obtain additional information. If additional information should become available, updates will be made accordingly.

Event description:
The consumer reported that one side of the leg bent after just 4 uses on a lift that was less than 2 years old.